Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when attempting to fill three new cartridges. The customer declined to perform troubleshooting during the report and reverted to manual injections for insulin therapy. The customer's blood glucose level was 194 mg/dl.